Event description:
A staff member was opening the chair and the seat closed on her finger resulting in a fracture.

Manufacturer narrative:
A staff member attempted to open the wheelchair from a folded position. As she was pushing down on the seat tubes, her finger was caught and a fracture resulted. Her fingernail also separated from her finger. The nail was reset and her finger immobilized. The sample was not returned for evaluation. The actual lot number of this device has not been confirmed. From the information provided, we have determined the device was manufactured in 2006. This indicates the device was part of a corrective action that took place in 2008. Records indicate the facility had been notified of the corrective action on 05/22/2008 and acknowledged receipt of the notification on 06/11/2008. It is not known if the facility followed through with the actions indicated in the corrective action. The sample has not been returned for evaluation. The overall care and condition of the device is not known. A root cause has not been confirmed.